Event description:
Reportedly, this was an explant at implant in late 2008, due to leakage. The device was reportedly implanted to correct aortic regurgitation. Pt also had an aneurysm of ascending aorta and coronary stenosis. Customer implanted a composite graft with magna 3000 and a valsalva graft at the aortic valve replacement/ascending aorta replacement/bypass surgery. When customer implanted the composite graft, the customer experienced discomfort and leakage was observed at the leak test. The composite graft along with the device was explanted and a 2900 device was implanted as a replacement. No additional info provided.

Manufacturer narrative:
Other: device not returned.